Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle popped off of the suture. No adverse patient consequences were reported. Additional information was requested.